Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing detached from hub event on (B)(6) 2025. The infusion set has been in use for a day. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007156, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007156 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 6 on 15/may/2024, with a total of (B)(4). Glue tubing DHR review: the lot 4e02060 was manufactured according to the wi version 64 manufactured in the machine sc02, on 14/may/2024, with a total of (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.